Event description:
During endoscopic retrograde cholangial pancreatography (ecrp), when doctor went to perform sphincterotomy, metal portion of sphincterotome broke away from tome while in patient. The malfunction of the device was caught in real time and acted on appropriately without any harm to the patient.